Event description:
It has been reported to the co that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to 6mm and occluded the vessel. The physician placed a stent at the lesion site. The physician checked the flouroscope and could not see the occlusion balloon. The physician injected some contrast and could see that the occlusion balloon had deflated. The physician removed the device and replaced with another to complete the case. The pt is reported to be fine.